Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frequent no or intermittent response when pressing the ok button. The buttons were still unresponsive after changing the battery. Customer's blood glucose level was 202 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage was found on the keypad assembly noted. No stuck button alarm during our testing. No unlocked j1 printed circuit board assembly keypad connector during visual inspection. However, the insulin pump the failed leak test due to cracked case behind the pump near the battery tube compartment. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage.